Event description:
The accounts biomed stated that the bed will not go into the reverse trendelenburg position. He has replaced the foot circuit board but the issue remains.

Manufacturer narrative:
The account has not completed repairs.